Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient experienced a loss or change of therapy. The patient's stimulation wouldn't go any higher than 8.4v or 8.5v and the patient hadn't been feeling stimulation for a week or a week and a half prior to (B)(6) 0215. The patient also hadn't been getting symptom relief during that time either. The patient had no falls or trauma. The patient synced and was at 8.5v, but stimulation was off. The patient lowered the amplitude to 0.0v and turned stimulation on. The patient increased to 6.3v and felt stimulation slightly now. The stimulation being turned off situation was resolved. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor.